Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-9676 serial/batch number 022244 was received for investigation. Functional testing was performed with a good known ar-9597-10 and the reamer rotated within the shaft without any resistance. Visual inspection noted that the device had abrasion marks on the proximal and distal end. No problem found.

Event description:
On 11/05/2024, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve and ar-9676 angled reamer drive shaft got stuck together and could not be pulled apart. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.